Event description:
It was reported that this left bundle branch (lbb) lead was part of the system revision due to erosion and infection. Reportedly, the leads were protruding through the skin and were sticking out. No adverse patient effects were reported. The lbb lead remains in service.